Event description:
Pt with painful osteoarthritis of left knee. Two - three days after his third synvisc injection his knee became swollen and tender and warm to the touch. It remained so for 2 and 1/2 weeks, not getting better over that time, more swollen and painful than before injections started. Pt had spent time kneeling which could have caused traumatic changes. Dose or amount: one vial; frequency: every 1 week x 3; route: intra-articular. Dates of use: 2009. Diagnosis or reason for use: painful osteoarthritis. Event abated after use stopped or dose reduced? Yes.